Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® dryseal flex sheath instructions for use, adverse events with may occur and/or require intervention including, but not limited to: blood loss, bleeding. Do not attempt to advance or withdraw guidewire, catheter, or other device through the introducer sheath or dilator if resistance is felt. Use fluoroscopy to determine the cause. Continued advancement or retraction against resistance may result in major bleeding, vessel damage, serious injury to the patient, or damage to / breakage of the guidewire, catheter, or other device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent a total debranching tevar for an aortic arch aneurysm using gore® dryseal flex introducer sheath amd gore® tag® conformable thoracic stent grafts with active control system. A dsf2433 sheath was inserted from the right common femoral artery. During insertion of a tgm454520j, there was resistance due to interference with the pigtail catheter that was being inserted together with the tgm454520j through the dsf2433. The pigtail catheter was removed to reduce the resistance and then blood leakage from the sheath valve was observed. The dryseal valve was found to be damaged. The tgm454520j was deployed at the target site successfully. For hemostasis, the dilator was inserted and the valve was clamped with forceps. A temporary drop in blood pressure was observed, so blood transfusion was performed and blood pressure returned to normal. The patient tolerated the procedure. The physician reportedly stated as follows: the cause can't be determined, but I think the valve may have been damaged due to forcible removal of the pigtail catheter.